Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus india got the device and confirmed the following. Distal end has a major dent. Water leakage from bending rubber. Water leakage from control section. Liquid/dirt/statin inside light guide lens. Corrosion inside control section and scope connector. Traces of external stress applied to the device (distal end dent) and traces of long-term lapse with moisture invasion in the device (multiple leak points and internal corrosion) were confirmed. From this, it is considered that the handling of the user facility may have deviated from the instruction manual. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the moisture invasion or foreign object into the device from the leak point.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the dirt and the liquid of the inside the light guide lens of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.